Event description:
A report was received from the USA stating that the device had hose damage. It is unknown whether this event occurred during surgery. It is also unknown if there was patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).